Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges that a crack and leak were confirmed on extension line of medial port during use.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen cvc catheter for evaluation. The catheter showed evidence of use and the catheter was returned with the box clamp attached to the catheter body. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Residual adhesive material was observed on the medial extension line body near the juncture hub. Functional testing identified a leak in the medial extension line body in the location of the adhesive residue. Microscopic examination revealed a slice/cut in the location of the leak identified in functional testing. The cut/slice was longitudinal along the length of the extension line body and smooth in appearance. The appearance of the cut was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The cut/slice in the medial extension line was 11mm from the juncture hub. The medial extension line inner diameter measured 1.4478mm which is within the specification of 1.42-1.50mm per extension line extrusion product drawing. The medial extension outer diameter measured 2.203mm which is within the specification of 2.13-2.21 mm per extension line product drawing. The medial extension line length measured 108mm from the juncture hub to the luer hub which is consistent with the nominal value of 110mm per catheter product drawing.) Other remarks: the catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from the proximal or distal extension lines when pressurized. Water was observed leaking from the extension line body, near the juncture hub, when the medial extension line was pressurized. The customer did not supply a lot number; however, a potential lot number was determined from a sales history review for this customer. A device history record review was performed on the catheter from the potential lot and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product cautions the user to not use scissors to remove dressing to reduce risk of cutting catheter. The leak in the catheter was in the location of residual adhesive material on the medial extension line body. The IFU also instructs the user to flush each catheter lumen with sterile saline solution, to establish patency prior to catheter insertion. A leak in the catheter extension prior to insertion could be identified during this step. The customer report of the medial extension line leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small cut in the medial extension line body. The appearance of the cut was smooth and consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that a crack and leak were confirmed on extension line of medial port during use.